Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the receiver gave an out of range signal on (B)(6) 2013. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the transmitter (part stt-gl-003/serial no.(B)(4)), that was being used with the receiver during the reported event of permanent out of range was returned. Evaluation of the returned transmitter did not confirm the reported event.